Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The affiliate reported that after implantation of the device, the scalp did not heal completely after the surgery. An examination revealed that the patient had an intracranial infection. The surgeon suspected the infection was due to the implanted product. As a result, the device was explanted. The patient was treated with antibiotics and is waiting for a second surgery.

Manufacturer narrative:
Upon completion of the investigation, examination of the valve revealed the presence of biological debris within the device. This biological debris caused the returned valve to fail the programming and pressure tests and it appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. A review of the sterilization certificate also conformed the device conformed to the required specifications when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.